Manufacturer narrative:
Based on the information provided, review of surgeon training guide, certificates of analysis, IFU, instrument cleaning/sterilization instructions and fmea, the most likely root cause is a postoperative infection at the incision site. Ifuse implant, (B)(4), lot# 8175003804007, manufactured 08/13/12, expires 2015-09. Ifuse implant, (B)(4), lot# 8175003938012, manufactured 08/28/12, expires 2015-10. Ifuse implant, (B)(4), lot# 147606, manufactured 11/12/12, expires 2017-10. Ifuse implant, (B)(4), lot# 8047003938017, manufactured 08/23/12, expires 2015-10.

Event description:
The patient had ifuse surgery on (B)(6) 2013. On (B)(6) 2013, the patient presented with a minor cellulitis at the incision site. The infection was treated with oral antibiotics and completely resolved in eight days.